Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that 12.6mm vicmo 12.6 implantable collamer lens of -7.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was later exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.